Event description:
Gyn laparoscopy pack, hole in pack wrapper around -next to- styrofoam tray-. Contaminated.

Event description:
Add'l info rec'd from MFR 2/11/04: trending of customer complaint history shows this to be the first complaint filed regarding this specific part number. As a part of the investigation production records were reviewed for this kit and no component substitutions or process deviations were noted during assembly. Further investigation indicates that the error most likely occurred during the assembly phase. The hole is possibly the result of the pack hitting on the sharp edge of the cart during the packaging process. In an effort to reduce the possibility of this type of error from occurring in the future the employee who was involved with this process was counseled. It can be concluded that the event described in the medical device report could be attributed to the device. Cardinal health is not aware of any pt incident related to the event described in the report referenced above. No report of a complaint from the customer was received for this event. In follow-up with the complainant, they stated that the pack was discarded prior to use.